Manufacturer narrative:
Date sent to FDA: 09/05/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The actual device associated with this event is not known. Customer reports the following possible products: lot: xbe936, mfg date 02/01/2006, exp. Date 01/31/2011; lot: xcr455, mfg date 03/01/2006, exp. Date 01/31/2011; lot: xmr078, mfg date 11/01/2006, exp. Date 07/31/2011; lot: xpe328, mfg date 12/01/2006, exp. Date 07/31/2011; lot: zab768, mfg date 01/01/2007, exp. Date 01/31/2012; lot: zbr158, mfg date 02/01/2007, exp. Date 01/31/2012.

Event description:
Customer reported that the suture broke 2 days following carotid endarterectomy. The patient was returned to surgery for repair. No further information was provided.